Event description:
The customer reported via phone call that they had change sensor. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.